Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 she activated a new pod and on (B)(6) her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). She went to the hospital and upon arrival she was diagnosed with dka. They placed her on an insulin drip. They also treated her with fluids and potassium. Time: 3:30pm, bg (mg/dl) 88 (ER meter); time: 06:11pm, bg (mg/dl) 317. At 8:00pm the pod was deactivated and discarded.